Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2006 the plaintiff was implanted with a monarc sling system ¿with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence.¿ it was alleged that the plaintiff ¿suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia¿, ¿has experienced significant mental and physical pain and suffering, has required add¿l surgery and medical treatment¿, ¿has sustained permanent injury¿, and has had ¿other injuries.¿ it was also alleged that the plaintiff ¿was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering.¿

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.